Event description:
The customer reported that the cell-dyn sapphire analyzer was giving increased delta flags highlighting difference in results). The customer also observed that the quality control results were out of range for impedance parameters as the waste chamber is not draining (no data was provided). Pts results were too low for red blood cells impedance count (ric) / red blood cells optical count (roc). The customer provided the following examples: analyzer wbc 42197az 5.5 (k/ul) ric 2.51 roc 3.4 (m/ul) other analyzer wbc 5.2 (k/ul) ric 4.06 (m/ul) roc na. When the same sample was repeated on the first analyzer, the ric recovered as follows: 4.22, 2.2, 2.6, 1.3, and 1.2 (m/ul). Flagged results were not reported out from the lab, no impact to pt mgmt was reported.

Manufacturer narrative:
The delta flag is an optional flag available for comparing samples from the same source which can be used for internal quality control which may indicate discrepancies between optical and impedance measurement. The delta flag in this case indicated an issue found to be centered around the waste chamber drainage. The final investigation confirmed a device malfunction related to the issue. An abbott service rep found that this manifold assembly, valve 7 was clogged/obstructed, also found that valve 215 was not functioning which was replaced. Performance was verified with precision, quality control and running several racks of pts samples which were within the acceptable range. The issue was addressed in the operator's manual as follows: cell-dyn sapphire system operator's manual, 8h10-01, rev.c, section 1: use or function: system hardware: isolators (optical and impedance) pp. 1-38, 1-39. Section 3: principles of operation: system initiated messages and data flags: p.3-40 optional flags: delta check status flags: p. 3.57. Advanced data management: flagging indications in the single record view: data flagging: 5-89, data faults: p..5-92. Section 11: quality control: delta check analysis:11-85. Review of complaints for the months of feb 2007 through september 2007, did not find adverse trend for the complaint issue. This is a final report. End of report.